Event description:
Device 1 of 4. Reference MFR. Report#: 1627487-2018-12981. Reference MFR. Report#: 1627487-2018-12980. Reference MFR. Report#:1627487-2018-12979. Additional information received identified the patient underwent surgical intervention wherein the scs system was explanted.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 4. Reference MFR. Report#: 1627487-2018-12981, reference MFR. Report#: 1627487-2018-12980, reference MFR. Report#: 1627487-2018-12979. It was reported the patient experienced inadequate stimulation. As a result, surgical intervention may be planned to address this issue.